Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. The episode was initially detected in a monitor only zone and therapy was delivered in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) discussed that since the rhythm was detected in a monitor only zone once it reached the vt zone the rhythm was in redetection and detection enhancements are not used. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.